Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating nine cadd administration sets constantly showed overpressure on the pump, all error messages were checked, and the error message could not be resolved. It was reported the end user replaced the lines with no change, after changing the disposable to a different administration set the unit no longer displayed an error message.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating nine cadd administration sets constantly showed overpressure on the pump, all error messages were checked, and the error message could not be resolved. It was reported the end user replaced the lines with no change, after changing the disposable to a different administration set the unit no longer displayed an error message.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. No occlusions nor other workmanship defects were detected in none of the joins of the sample. Sample was set to pump and an alarm was show on display during the prime. Based on the analysis conducted in the sample provided, suction line occluded failure mode was confirmed. The root cause of the reported issue could be caused by: too much solvent accumulated when dipped in fixture; held in fixture too long. Actions were taken to mitigate the reported issue: an awareness complaint notification to the production personnel was conducted by quality engineer.